Manufacturer narrative:
Review of pump data by tandem quality engineer showed that the pump data logs recorded seven bolus requests over (B)(6) 2016. The user completed a cartridge change sequence on (B)(6) 2016. There were no erratic basal rate adjustments over (B)(6) 2016. There were no low blood glucose (bg) levels recorded. During cartridge change, user used a large amount of insulin during the "fill tubing" process. Pump logs do not indicate that the insulin pump cause a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was running a little lower than normal. The customer consumed food and delivered a correction to treat bg level. Recommendation was made to consult with health care provider regarding diabetes management.